Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was initially reported that the pump was replaced because of battery depletion and "possible malfunction". It was later reported that the pt scheduled pump replacement due to expected end of battery. The device was used to deliver lioresal. Pt recovered without sequela.